Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had no delivery alarm. The customer blood glucose level was in the range of 400mg/dl to 600mg/dl. Troubleshooting was performed. The customer was advised to contact the health care professional. The product will not be returned for analysis.